Manufacturer narrative:
Evaluation: device evaluation was not performed as the cause of the reported complaint cannot be determined by product testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported that the pt developed an infection at the ipg pocket site. It was reported that the physician attributed the infection to the fact that the pt was picking at the site which resulted in prolonged healing time of the incision. The pt was hospitalized overnight. The pocket site was implanted with a time release composite of vancomycin. Culture results showed (B)(6). The physician only explanted the ipg. The ipg explant date is currently undetermined. F/u on the pt found that she is being treated by an infectious disease physician. A PICC line has been placed, and the pt is being treated with vancomycin. It was reported that the infection appeared to be resolving, but some leakage has been observed at the incision site where the ipg was explanted. The incision site was cultured with results pending. It was reported that once the infection resolves, the physician plans to re-implant the pt.